Event description:
It was reported that the remote transmission showed corrupted diagnostic information. It was noted that there were many single bit parity errors that were recoverable. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A diagnostics problem occurred. (B)(4) showed parity error count=23 on (B)(4) 2011 in the timeframe between 01:22:23 and 01:22:24. (B)(4) showed parity error count=32 between (B)(4) 2012 08:48:06 and (B)(4) 2012 00:18:16. Diagnostic information is consistent with the reported event.